Manufacturer narrative:
On 19-apr-2022, mentor received additional information about the event: the patient developed capsular contracture in both of her breasts post implantation (baker grade iii in left breast, baker grade ii in right breast). The patient underwent bilateral explantation on (B)(6) 2021. It was reported that both breast prostheses were removed intact. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 650cc gel breast prostheses and suffered several unexplained systemic symptoms that she believes to be caused by rupture of the right breast prosthesis. The right breast is smaller than the left breast according to a visual examination performed by the patient. In addition, the right breast is visibly indented. An ultrasound showed that the right breast prosthesis is intact, but the patient requested a second opinion. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.